Event description:
During a catheter replacement, the physician found that the catheter was in the hip/buttocks area. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.